Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055925) on 22-oct-2015. The most recent information was received on 26-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), device dislocation ('essure misplaced'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnancy/unintended pregnancy') and peripheral swelling ('swollen legs') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth in 2007, live birth in 2006, overweight, multigravida, parity 2 (date of birth: (B)(6) 2006 and (B)(6) 2007.), miscarriage and cholecystectomy. Previously administered products included for an unreported indication: mirena. Concurrent conditions included vaginal haemorrhage, metrorrhagia, leukocytosis, abdominal pain, left lower quadrant pain, menses irregular, bloating, hematuria, uterine bleeding, uterine tenderness, uterine pain, elevated bp, tension headache, low grade squamous intraepithelial lesion, ovarian cyst, dysplasia, nervous, blurred vision, hemorrhagic cyst, headache, sleep disorder, heartburn, insomnia and malaise. Concomitant products included ethinylestradiol;norgestimate (sprintec), levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) and norethisterone (micronor). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced hypoaesthesia ("numbness in legs and arms"), adnexa uteri pain ("pain in ovaries/ovarian cramps") and abdominal pain ("severe & persistent abdominal pain (poking and throbbing) 1 day"), 1 year 8 months after insertion of essure. In 2013, the patient was found to have the first episode of smear cervix abnormal ("abnormal pap smear"). In 2013, the patient experienced loose tooth ("have loose teeth/ loosing teeth"). In 2013, the patient experienced rash ("rash/rash on face and arms/ rash on arms (burning) twice a month"). In 2013, the patient experienced sleep disorder ("sleep problem") and dyspepsia ("heartburn"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant), feeling abnormal ("brain fog"), abdominal distension ("bloated with constant ovarian cramps"), dysplasia ("dysplasia"), vaginal haemorrhage ("vaginal bleeding") and emotional distress ("suffering"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and blood pressure increased ("elevated blood pressure"). On (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain/cramping") and was found to have the second episode of smear cervix abnormal ("abnormal pap smear"). On (B)(6) 2015, the patient experienced migraine ("migraines") with headache. On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods"). On (B)(6) 2016, the patient experienced acne ("acne"). On (B)(6) 2016, the patient experienced depression ("other depression/depression"). On (B)(6) 2017, the patient experienced anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("hurting from pelvic area/pelvic pain/pain/suffering"), peripheral swelling (seriousness criterion disability), allergy to metals ("allergic to nickel"), hypersensitivity ("hypersensitivity reactions") with rash macular and rash erythematous ("rash on arms-red,itching"). The patient was treated with ciprofloxacin, citalopram, ibuprofen, norethisterone (norethindrone), norgestimate, paracetamol (tylenol regular) and ranitidine. Essure treatment was not changed. At the time of the report, the endometritis, device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, peripheral swelling, weight increased, rash, abdominal pain lower, sleep disorder, dyspepsia, loose tooth, feeling abnormal, hypoaesthesia, abdominal distension, dysplasia, blood pressure increased, vaginal haemorrhage, adnexa uteri pain, abdominal pain, allergy to metals, the last episode of smear cervix abnormal, hypersensitivity, menorrhagia, acne, emotional distress and rash erythematous outcome was unknown and the depression, migraine and anxiety had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device dislocation, pelvic pain, peripheral swelling and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, acne, adnexa uteri pain, allergy to metals, anxiety, blood pressure increased, depression, dyspepsia, dysplasia, emotional distress, endometritis, feeling abnormal, hypersensitivity, hypoaesthesia, loose tooth, menorrhagia, migraine, pregnancy with contraceptive device, rash, rash erythematous, sleep disorder, vaginal haemorrhage, the first episode of smear cervix abnormal and the second episode of smear cervix abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: result: not provided.; in (B)(6) 2013: results: essure placement was confirmed.. Pregnancy test - on (B)(6) 2013: results: positive. Ultrasound scan - on (B)(6) 2015: impression: essure improperly positioned, ovarian cyst(s), mullerian anomaly: arcuate. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2019: mr received. New event: chronic endometritis was added. New reporter concomitant conditions, drugs were added. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5055925) on 22-oct-2015. The most recent information was received on 24-jun-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure misplaced'), abortion spontaneous ('miscarriage'), pregnancy with contraceptive device ('pregnancy/unintended pregnancy') and peripheral swelling ('swollen legs') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included live birth in 2007, live birth in 2006, overweight, multigravida, parity 2 (date of birth: (B)(6) 2006 and (B)(6) 2007.) And miscarriage. Concomitant products included levonorgestrel (mirena) and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced hypoaesthesia ("numbness in legs and arms"), adnexa uteri pain ("pain in ovaries/ovarian cramps") and abdominal pain ("severe & persistent abdominal pain (poking and throbbing) 1 day"), 1 year 8 months after insertion of essure. In 2013, the patient experienced loose tooth ("have loose teeth/ loosing teeth"). In 2013, the patient was found to have the first episode of smear cervix abnormal ("abnormal pap smear"). In 2013, the patient experienced rash ("rash/rash on face and arms/ rash on arms (burning) twice a month"). In 2013, the patient experienced sleep disorder ("sleep problem") and dyspepsia ("heartburn"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant), feeling abnormal ("brain fog"), abdominal distension ("bloated with constant ovarian cramps"), dysplasia ("dysplasia"), vaginal haemorrhage ("vaginal bleeding") and emotional distress ("suffering"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and blood pressure increased ("elevated blood pressure"). On (B)(6) 2014, the patient experienced abdominal pain lower ("lower abdominal pain/cramping") and was found to have the second episode of smear cervix abnormal ("abnormal pap smear"). On (B)(6) 2015, the patient experienced migraine ("migraines") with headache. On (B)(6) 2016, the patient experienced menorrhagia ("heavy periods"). On (B)(6) 2016, the patient experienced acne ("acne"). On (B)(6) 2016, the patient experienced depression ("other depression/depression"). On (B)(6) 2017, the patient experienced anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("hurting from pelvic area/pelvic pain/pain/suffering"), peripheral swelling (seriousness criterion disability), allergy to metals ("allergic to nickel"), hypersensitivity ("hypersensitivity reactions") with rash macular and rash erythematous ("rash on arms-red,itching"). The patient was treated with ciprofloxacin, citalopram, citalopram hydrobromide (celexa), ibuprofen, ibuprofen (motrin), norethisterone (norethindrone), norgestimate, paracetamol (tylenol regular) and ranitidine. Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, peripheral swelling, weight increased, rash, abdominal pain lower, sleep disorder, dyspepsia, the last episode of smear cervix abnormal, loose tooth, feeling abnormal, hypoaesthesia, abdominal distension, dysplasia, blood pressure increased, vaginal haemorrhage, adnexa uteri pain, abdominal pain, allergy to metals, hypersensitivity, menorrhagia, acne, emotional distress and rash erythematous outcome was unknown and the depression, migraine and anxiety had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for device dislocation, pelvic pain, peripheral swelling and weight increased with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, acne, adnexa uteri pain, allergy to metals, anxiety, blood pressure increased, depression, dyspepsia, dysplasia, emotional distress, feeling abnormal, hypersensitivity, hypoaesthesia, loose tooth, menorrhagia, migraine, pregnancy with contraceptive device, rash, rash erythematous, sleep disorder, vaginal haemorrhage, the first episode of smear cervix abnormal and the second episode of smear cervix abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2011: result: not provided.; in (B)(6) 2013: results: essure placement was confirmed.. Pregnancy test - on (B)(6) 2013: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs received,-event added-suffering, red ,itching rash on arms.ppc and dpc codes added. Case becomes incident as device dislocation was reported.event clubbed: anxiety/mental anguish. Concomitant drug added: mirena. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.